Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, the device was unable to be interrogated with a programmer. It was also noted that no transmissions were sent through the application for months. After several attempts, a transmission was successful and displayed full memory and low battery on the device. No intervention was performed. The patient was stable and will continue to be monitored.